Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have high blood glucose of 483 mg/dl, which was treated with a bolus delivery. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, customer realized there was discoloration at the portion that connects reservoir which was a crimp / bend. Customer was advised to return the reservoir and infusion set for analisys. No further information provided.